Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) implanted to the mid circumflex. The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. Evaluation results: inherent risk of procedure (myocardial infarction).